Manufacturer narrative:
Correction in h1 type of device serious injury. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: around 5cm of plastic coating of 5mm lap sheaths maryland forcep came off after several attempt to retract the forcep from trocar during a laparoscopic surgery. During the surgery, the surface peeling of the instrument went unnoticed. It was only discovered upon inspection after the procedure was completed.

Manufacturer narrative:
Correction provided in section d9 to state that the product was not received by the manufacturer yet. The event is filed under internal karl storz complaint ID: (B)(4).